Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included replacement of the system hard drive and rebooting. System was tested to factory's specs.